Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over an hour occurred on for transmitter with serial number (B)(4). However, transmitter with serial number (B)(4) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. Pairing test was performed and passed. A review of the bin file was performed and allegation was found for serial number (B)(4) within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.